Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-30, serial (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the cause of the patient's oor was unknown. It was reported that actions/interventions that have been taken was the patient was sent to their surgeon, who evaluated and treated the patient. The surgeon's name was provided, but no contact information was available. It was reported that they had not heard back from the patient since then. The patient's weight could not be confirmed, but the patient stated that their weight was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing an out of regulation (oor) message on their programmer. They stated that the oor appeared a couple of days after they got home from their implant surgery. The patient noted that when they use their recharger, it would ¿reset and then the programmer worked.¿ they mentioned that the oor appears 2-4 times a week. The patient stated that the oor appeared on the day of the report when they were trying to increase stimulation, and press the ¿+¿ button. They indicated that they know how to clear the oor. At the time of the report, the patient tried the ¿down¿ button, and then was then able to increase stimulation. The patient also stated that their neck is killing them, and that it started hurting the day prior to the report. They mentioned getting a charley horse in their neck that was worsening. They added that since yesterday, they are swollen in their neck down to their shoulder where the leads are. They noted that their implantable neurostimulator (ins) was implanted for their right arm, and their leads go to their neck. They mentioned that they are not getting the full effect from their ins, and it is not working like it was. They stated that is why theywere trying to increase stimulation. The patient confirmed that they had an appointment with their healthcare provider the day following the report. No further complications were reported. The patient was implanted for spinal pain.